Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that during implant surgery the implant did not achieve primary stability. It was needed bone regeneration to be able to achieve the primary stability but the patient started to feel not good, with high blood pressure and tachycardia. Implant surgery was postponed. Patient has not any medical condition. Doctor believes that it was due to the surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bost3210, (3i t3 non-platform switched tapered implant 3.25 x 10mm) for evaluation. Visual evaluation was performed, the implants had signs of use, there was debris on its internal and external threads and markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2023030108. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030108 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error/ patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.